Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was foreign objects blocking the nozzle. Additionally, the distal end plastic cover had a dent. The bending section cover rubber glue was cracked. The insertion tube had scratch marks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced a blocked channel causing air/water flow issues from the air/water flow system. The event occurred during reprocessing of the therapeutic procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a foreign object blocking the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Corrected fields: g2, h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.